Manufacturer narrative:
Product complaint # (B)(4). Mrn 1818910-2023-09551 is being retracted since it was found to be a duplicate of mrn 1818910-2023-09634 .mrn 1818910-2023-09634 will be kept for investigation purposes.any further reports of additional information will now be captured within the mrn of report 1818910-2023-09634.

Event description:
Patient was revised due to infected knee. Doi: (B)(6) 2022. Dor: (B)(6) 2023. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.